Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4) for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During patient use, the autopulse li-ion battery (sn (B)(4) was inserted into the autopulse platform and the platform stopped after performing compressions for approximately 7 to 10 minutes. The crew replaced the battery to continue the compressions without any further delay or interruption. Per customer, the battery was successfully charged in the autopulse multi-chemistry battery charger (mcc) prior patient use and the battery status leds showed 4 solid green lights. No device malfunction was reported on the autopulse platform. No consequences or impact to the patient. The battery was manufactured on 06/07/2016 and is more than 4 years old. Zoll recommends replacement of batteries that have exceeded their expected service life of 3 years.